Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited undersensing of the ventricular activity during the blanking period, leading to inappropriate pacing and inducing a ventricular tachycardia (vt) with a duration of approximately 9 seconds. In addition, it was reported that the patient experienced palpitations. Technical services (ts) was consulted and upon data review recommended programming enhancements. This device remains in service. No adverse patient effects were reported.